Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending. Additional reporter: (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported the blue clave above burette leaked during infusion of endoxan. There were no obvious defects noted on the product and no other defects noted. Therapy was resumed after replacing the product. The products were stored in the air-conditioned room in the hospital there was patient involvement, but no harm reported.

Manufacturer narrative:
One photo was provided by the customer for evaluation. The blue clave was observed to have broken off of the semi-rigid adapter atop the burette set. It appeared to have broken at the base of the luer typical of a bend break. The complaint of leaking can be confirmed from the photo provided. The probable cause is due to an unintentional bending force applied during use. Lot history review was conducted and no relevant nonconformities observed that would have contributed to this complaint.